Event description:
It was reported by the customer that during use of the bd venflon¿ pro safety (vps) w/ instaflash needle, it bent inside of the patients vein, but did not break inside the patient. The following information was provided by the initial reporter; "event 1) after applying pivc in elbow flexion, which felt to be laid correctly, it could not be rinsed. Therefore, I assumed it was not lying correctly, and discontinued it immediately. When I take the pivc out, I immediately see that it has been bent inside the patient's vein, and that was the reason why it could not be rinsed. My first thought was that it was lucky that it was not broken completely inside the patient's vein. Because then the patient would have had a lying piece of plastic lying in the circulation, which could have had major consequences for him. The incident could have been very serious for the patient."

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure modes could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no photos or samples were received, the root cause of the bent catheter cannot be determined. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported by the customer that during use of the bd venflon¿ pro safety (vps) w/ instaflash needle, it bent inside of the patients vein, but did not break inside the patient. The following information was provided by the initial reporter; "event 1) after applying pivc in elbow flexion, which felt to be laid correctly, it could not be rinsed. Therefore, I assumed it was not lying correctly, and discontinued it immediately. When I take the pivc out, I immediately see that it has been bent inside the patient's vein, and that was the reason why it could not be rinsed. My first thought was that it was lucky that it was not broken completely inside the patient's vein. Because then the patient would have had a lying piece of plastic lying in the circulation, which could have had major consequences for him. The incident could have been very serious for the patient."